Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.5x19mm graftmaster covered stent was advanced to the target lesion and the stent was attempted to be deployed; however, the stent failed to deploy. The graftmaster was removed from the patient, and the stent struts were noted to be flared. Another graftmaster device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.